Event description:
Injectafer vial attached to bbraun bag using addease connector, upon activation of the connector the bottom off the vial came off and drug spilled out. There was no visible defects or cracks in the vial when it was attached. FDA safety report ID# (B)(4).